Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the front therapy electrode and the front right ECG electrode. The patient doctor recommended putting cortisone cream on the area and removing the lifevest for an hour a day to let the skin have some relief. The patient was later prescribed a hydrocerin cream from his cardiologist and it was reported that the rash had improved and was less irritated.